Event description:
It was reported that this event occurred during removal of the guidewire. The user noted that the guidewire was "kinked and uncoiled". As a result, the device was removed. There was no reported delay, patient complications, serious injury or death as a result of this occurrence.

Manufacturer narrative:
(B)(4).